Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity. It was reported that the consumer alleged the pump was alarming or beeping. The consumer stated that they had a situation that his wife's baclofen pump was indicating that baclofen was very low. The consumer stated they were hearing alarms and the alerts/alarm was about 10 minutes apart. The sound was consistent with pump alarms. The consumer stated the alarm initially sounded like a short beep now they sounded like, "beedoo beedoo beedoo". Patient service specialist (pss) played the critical alarm for the consumer and they stated that was exactly what it sounded like. Consumer mentioned the following possible alarm event: patient missed scheduled refill. Consumer stated that they were scheduled last week with the healthcare professional (hcp) for a pump refill but unfortunately the hcp had an emergency that took him out of the office. They rescheduled the refill for this coming friday (on (B)(6) 2018). No symptoms were mentioned. Zanaflex was mentioned as a non reservoir drug. No further complications were reported.